Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): field service engineer reports, customer urology table leg extension latch will not insert fully, secure and lay flat. No reported injury.